Event description:
Customer reported having low blood glucose all day. She stated on (B)(6) 2014 she was having lows around 50 mg/dl. The customer's blood glucose was 250 mg/dl at the time of the call. The customer stated she would work with her certified pump trainer to deal with her low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.